Event description:
Further follow-up revealed that no programming changes or medication changes occurred that may have contributed to the pain. The physician reported that it is unclear whether the pain is occurring with device stimulation because the patient cannot articulate if there is a correlation. Device replacement is planned due to the device being at end of battery life.

Event description:
It was reported that the patient was experiencing discomfort at the generator site and the physician is unsure if the discomfort is due to the device being at end of service. The patient was referred for generator replacement. No known surgical interventions have been performed to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
An implant card was received indicating that the patient underwent generator replacement. It was reported that the explanted generator was discarded during the surgery; therefore, no analysis can be performed. No additional relevant information has been received to date.

Manufacturer narrative:
.